Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra icw wand, the wand would not activate. After a delay of 30 minutes to determine the issue, the wand was replaced with a backup and the procedure was completed successfully. There were no pt complications reported as a result of this event.